Event description:
The customer reported that the system locked up during case. The system had to be rebooted and the procedure was completed. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.